Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, the stent dislodged. During preparation, the stent protector was removed from the stent and the stent dislodged. The procedure was completed with another of the same device. There were no patient complications and the patient was reported to be "good".